Event description:
A customer reported that the screen on their insulin pump was dark and would not turn on. The customer's blood glucose level was recorded at 172.8 mg/dl, which was within the normal range of 54-500 mg/dl. Technical support advised the customer on some troubleshooting steps and ultimately decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and they were also guided on how to put the pump into storage mode before returning it with a pre-paid shipping label.